Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Precision xtra meters are guaranteed to be free from defects in material and workmanship for a period of no more than 4 years from the date of purchase. As the manufacturing date of this product is before 2003, it has been in distribution beyond its useful life as of the medical event occurred date of (B)(6) 2021. No further investigation activities are required. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact device mfg date is unknown. The date entered in device manufacture date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An hcp reported on behalf of a customer who reported "the numbers are not visualized" on the adc blood glucose meter display. Customer experienced tremors and a seizure and had contact with an hcp who advised he "drink water". No further treatment was reported. There was no report of death or permanent impairment associated with this event.